Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer continued to use the pump for insulin therapy.